Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon indicated that the device sealed and gave proper seal tone but there was bleeding from the vessel. They switched to a new generator to complete the case. There was no patient injury.